Event description:
Additionally, healthcare professional confirmed baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, and deformation. Weight measurement identified device weight within specification. After autoclave cycle was observed: cloudy gel. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Additionally, healthcare professional confirmed baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV". Device remains implanted.